Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 38mm in length, 3.00mm in diameter, eccentric target lesion was located in the non tortuous and moderately calcified right coronary artery. After pre-dilation was performed using a 2x12 maverick balloon catheter, a 38 x 3.00 promus premier stent was advanced to the lesion. However, it was noted that the stent dislodged from the balloon while trying to deploy in the lesion. The physician opted to implant the stent after dislodgement, but it did not fully cover the lesion so another stent was implanted to complete the procedure. No patient complications were reported and the patient's status was stable.